Event description:
Customer reported a low reservoir and auto off alarms. The blood glucose reading was 46 mg/dl. She treated with food. She also reported that the blood glucose was 258 mg/dl earlier that day. She stated that she was receiving too much insulin and that she had been having fluctuating blood glucose. She declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.